Manufacturer narrative:
This report is submitted on september 3, 2020.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. The patient was placed under a general anaesthetic (specific date not reported) in order to remove excess skin and change the abutment. The implanted device remains.